Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication for a performance issue of reagent. The investigation reviewed the customer's system alarm trace and found several aspiration alarms. These alarms are indicators of possible poor sample quality. The customer's sample pre-analytical details were requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer discover a vacuum tube was not seated properly. He reseated the vacuum tube. The customer performed calibration, qc, and precision testing without any issues. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 8000 c 702 module. Prior to patient testing, the customer confirmed qc was acceptable. The patient's initial calcium result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same analyzer and a different cobas 8000 c 702 module due to the initial result recovering low. At 1:06 p.m., the patient's initial calcium result was 6.6 mg/dl. At 1:31 p.m., the patient's first repeat calcium result on the same analyzer was 9.7 mg/dl. At an unknown time, the patient's second repeat calcium result on the different analyzer was 9.7 mg/dl. The customer determined the patient's repeat results of 9.7 mg/dl were correct. The calcium reagent lot number was 541101 with an expiration date requested but not provided.